Event description:
It was reported the patient underwent surgery to replace the ins due to an inability to fully charge the device. Since implant, the patient was only able to maintain two efficiency boxes while charging. The device would start charging at four efficiency boxes, but then drop to two. The antenna locator showed 66-68. The ins was correct side up in the pocket and not deep as reported by the physician. Impedance values were normal. There were no adverse symptoms experienced by the patient. The device was replaced.

Manufacturer narrative:
The ins was returned for analysis. Final device analysis results indicated the ins was functionally ok. The device battery was discharged when received. A normal recharge session was started with good coupling (8 efficiency bars) observed. The device recharged to full capacity with no anomalies observed. A trace report from the device indicated before the device was received for analysis it had been recharged five times in 2008. Total charging time indicated was 50 minutes and 48 seconds with only two efficiency bars of coupling observed on each attempt. The device passed all lab functional testing and had good stable output on each electrode pair. No anomaly was found.